Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 575 mg/dl at the time of incident. Customer reported that they had nausea and vomiting symptoms. Current blood glucose was 500 mg/dl. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.